Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant .in regards to the repair of the hernia defect, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 2 years 9 months post implant of ventralex patch, patient had abdominal pain, hernia recurrence thereby underwent mesh removal. Per op notes, "mesh was bundled up on itself." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2012 - the patient underwent surgery for repair of an incisional hernia, a ventralex hernia mesh was implanted to repair the hernia defect. On (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and remove it because the mesh had bundled up on itself and failed. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: on (B)(6) 2012 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, "a hernia sac was identified, which had become adherent to the umbilicus, and it was dissected. A circular ventralex mesh was then sutured to the fascia in four quadrants." On (B)(6) 2014 - patient was diagnosed with recurrent ventral abdominal wall hernia thereby underwent open repair with removal of mesh. Per operative notes, "painful recurrent hernia underneath the old scar at the inferior aspect just above the umbilicus was dissected. All of the old mesh was removed, as it was bundled up on itself. A synthetic mesh was then placed and sutured.¿ attorney alleges that the patient had mesh migration, mesh shrinkage, pain and hernia recurrence.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant .in regards to the repair of the hernia defect, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2012 - the patient underwent surgery for repair of an incisional hernia, a ventralex hernia mesh was implanted to repair the hernia defect. On (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and remove it because the mesh had bundled up on itself and failed. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently.